Manufacturer narrative:
This report should not have been submitted as this was not a reportable event.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.